Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported during the previous treatment during fill 1 the cycler alarmed for patient line blockage. The error could not be cleared and treatment was discontinued. When removing the set the patient found fluid leaking inside the cassette door. The patient was advised to contact her nurse. The cycler was replaced. During follow up the patient's nurse reported the patient had informed them of the leak but only after several days had elapsed. The patient did not have any signs of infection and no antibiotics were prescribed, there was no adverse event attributed to the leak event.